Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no alarms related to the complaint were noted in the alarm history; only typical usage observed. The basal and boluses added up appropriately to the total daily dose, which showed that the pump was delivering accurately until the last date used. The pump completed all testing with no issues. The reported complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that they were experiencing inaccurate deliveries from their pump as their blood glucose levels were usually at 107 mg/dl but lately have been in the 150-160 mg/dl range. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.